Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) turned off and the patient lost therapy. The cause of the ins turning off was not clear. The ins battery was charged to 25 percent on (B)(6) 2017 and 50 percent on (B)(6) 2017. The ins was programmed to 1+, 2- at 5.0v, 60 usec and 130 hz on the left side and 9-, 10+ at 5.0v, 60 usec and 130 hz on the right side. The patient's health care provider (hcp) turned the ins back on and the issue was resolved. No interventions were taken or planned and the patient was alive with no injury. No further patient complications were anticipated. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.